Event description:
It was reported that the nurse was unable to remove foley catheter from the patient. The foley catheter was placed in the hospital. It appeared to be a temperature sensing. They pulled the probe from the foley, but this did not correct the issue. They explained that they should determine if the inflation lumen was collapsed and they explained how aspirating water from the balloon could do this. They advanced the foley slightly to determine it was in the bladder and reinserted 3ml of water into the inflation lumen. They allowed it to passively deflated. There was some bleeding noted, but they was able to pull the foley. The inflation cuff did not contain any product or lot numbers they could read only sure and it was a temperature sensing silicone foley. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.